Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, at the fourth firing, when resecting lung parenchyma, the surgeon was unable to squeeze the handle and the device could not be fired. They tried to pull the black return knob once, however a crack sound was heard from the handle. They tried to reconnect the reload and the handle, however they still could not use the device. The procedure was completed with another device. There was no patient injury.